Manufacturer narrative:
One pneupac ventilator (parapac) was returned for investigation. The customer reported product problem was not replicated during testing. The device passed all the functional tests.

Event description:
It was reported that the pneupac ventilators parapac provided intermittent ventilation. The device disconnected after each breath because the valve was getting stuck. No patient injury or complications were reported in relation to this event.